Event description:
It was reported that during the implant attempt, the helix of the lead would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: (B)(4) - the lead was returned and analyzed and no anomalies were found. However, the proximal conductor was kin ked/buckled. The distal end of the lead was covered in blood. There was apparent implant damage. (B)(4).